Event description:
Collagen matrix, inc. Was informed that the product rct resorbable collagen tape was used past the product's established shelf life. Collagen matrix, inc. Cannot guarantee product performance or sterility past the established shelf life.